Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. It was reported that the customer experienced an elevated blood glucose (bg) level was "high"; although specific value was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.